Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
It was reported that the right ventricular lead exhibited loss of capture and abrupt increase in impedance. The patient presented for rv lead explant. During the procedure during unscrewing the rv lead set screw in the header, it was noted that the lead was not as tight as it should have been. The screw was tightened and the lead exhibited normal impedance and capture measurements. The device was removed. A new device was implanted successfully. The lead remained implanted. The patient was in a stable condition.